Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "infection and a doctor explanted the implant and left to heal then the same implant was placed back 3 weeks later.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection, explanted the implant and left to heal then the same implant was placed back 3 weeks later.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and white particle in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "infection and a doctor explanted the implant and left to heal then the same implant was placed back 3 weeks later.¿ device has been explanted.